Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with power error detect troubleshooting and given steps on how to clear the alarm. The customer declined to follow advice on how to clear the alarm and just wanted the insulin pump replaced. The insulin pump was returned for analysis.